Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the dislodged and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 500 mg/dl (27.8 mmol/l) between 5 and 24 hours of wearing the pod. On (B)(6) 2026, the patient was taken to the hospital, and the bg levels were measured by blood tests. The patient was examined and doctors stated the levels were high and showed a ketone level of 0.9. The patient was diagnosed with hyperglycemia. The pod was removed from their abdomen, and the cannula was found to be bent and dislodged from the insertion site. Due to the high bg and ketone levels, the patient was admitted to the hospital for approximately one week for observation and continued insulin delivery via a pod. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. No damage or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.